Event description:
Customer's mother reported that on (B)(6) 2014, customer (a (B)(6) male) was unable to test due to his adc blood glucose meter not turning on when the button was pressed or with test strip insertion. Caller indicated the meter was only being used for ketone testing. Caller further reported the customer experienced several episodes of a sudden loss of consciousness. Customer was given an unspecified amount of insulin by his parents, in addition to water and was taken to a local healthcare facility. At the hospital, a ketone reading "above 4.0 mmol/l" was obtained. Customer was diagnosed with dka (diabetic ketoacidosis) and was treated with additional, unspecified, amounts of insulin. Caller indicated the customer's ketone level then "went back to normal, below 1" but she did not know the precise value. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(B)(4): "required intervention to prevent permanent impairment/damage" (devices) and "other serious" (important medical events).

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.